Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed. This issue will be monitored through the post market product monitoring review process.no further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted.(B)(4). Not returned to manufacturer.

Event description:
The son of the end user reported redness of skin and discomfort around the stoma. The reporter described the reddened area as exhibiting "abrasions". A physician prescribed nystop powder and an unknown cream, both of which have been discontinued since the reddened area has significantly improved.